Event description:
Customer reports that the device provided a result of 976 mg/dl. This result was not found in the device memory. Device numeric reading range is 10 mg/dl to 600 mg/dl. No action taken based on device result. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.